Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
Product was returned as an implant failure because it was loose. Based on the report, the pt had moderate oral hygiene and moderate bone condition. The surgery was traditional 2 stage surgery in tooth location #4. No bone augmentation material was used. The implant was removed because of mobility. The pt is described as recovered with no complications. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended.